Event description:
It was reported that the customer went to the emergency room intermittently due to blood glucose (bg) levels being "out of control"; bg value was not provided. Cause of bg level was not known. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.